Event description:
Our affiliate reports to us that a pt had a knee repair sometime in 2007. A letter dated october 26, 2007, authored by the pt's physician, indicates that the pt had on his left arm, right side his back and right leg developed some skin reactions, lesion & pustules. These conditions arose despite treatment with high oral dosages of "flucloxacillin" combined with "fucidin" ointment. His culture results indicate a full sensitive "staph aureus". At this point, a regiment of "clarithromycin 500mg bd" for 10 days and "chlorhexidine" and fucidin. "Fucibet" for topical application to the itchy lesions on the back was also indicated. In a letter dated november 16, 2007 from the physician, the physician indicates that the pt continues to get new lesions despite continued treatment with clarithromycin. Further, at this time, he has acquired lesions on the palms and side of the finger of the right index finger, suggesting "pompholyx" dermatitis, elsewhere the lesions are suggestive of "staph folliculitis". Clarithromycin to be discontinued, continue with fucibet and an incision biopsy with culture to be had. As time passes, letters dated; december 7, 2007, december 11, 2007, december 14, 2007 indicates both continued reactions and positive functional recovery of the knee. The pt continues to be treated with various medications and the physician continues to try and chase down the underlying cause of the reaction. At this point, the physician looks towards the fixation devices used in the knee repair. A letter dated february 1, 2008 recommends the pt to an allergist. Mitek has supplied a same device as the one used in the knee repair to the allergist so that they may perform a patch test. The condition of the pt is at this point in time an ongoing event. Questions are out for further info & detail. Also see associated MDR 122194-2008-00125.

Manufacturer narrative:
At this point in time, mitek is in the info gathering mode. "When all the info and facts that can be had are had." When all the info and facts have been evaluated, the results of said investigation will be the subject of a follow-up report.